Event description:
In 2004 patient's family member called lfs on their behalf alleging that their one touch ultra meter had missing segments. The patient had noticed the missing segments 2 weeks prior to calling lfs. During the time of concern they had visited their physician's office. No treatment was administered. They were advised to call lfs and was providede a back-up meter. The patient neither alleged harm nor experienced injury or medical intervention. Patient's meter was replaced due to missing segments.